Manufacturer narrative:
Na.

Event description:
During t2 recon nail surgery, to insert lag screw after nail had been inserted, the surgeon inserted guide wire. Afterwards, the surgeon removed guide wire to correct the position of guide wire and inserted it again. The tip of guide wire (about 5mm) broke while surgeon was inserting guide wire. The broken piece was not able to be removed.